Manufacturer narrative:
(B)(4). Batch # r5707e component code: (B)(4). Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that one tcr10 reload was received with both forks broken. However, only left side fork was returned. Also, the reload was received fully loaded with staples and with the swing tab locked. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during left hemicolectomy surgery, opened the packaging, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 08/31/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload outside of the packaging from the top side, with the retainer placed and can be seen the forks broken near of the reload. The second photo shows a blue reload outside of the packaging from the lower side, the reload can be seen fully loaded and the forks broken, near of the reload. Please refer to the device analysis for full analysis details and conclusion.